Manufacturer narrative:
(B)(4). Lot 14m015 was manufactured from november 11, 2014 to november 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) revealed white particles, ranging between 1.17 and 1.96 mm in length, floating in the fluid of the reservoir. The reported condition was verified. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its reservoir. This was noticed during storage of the device. There was no patient involvement. No additional information is available.